Manufacturer narrative:
(B)(4) UDI: (B)(4). Report source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the hair was found inside sterile packaging. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Medical device: UDI# : (B)(4). Complaint sample was evaluated and the reported event was confirmed. Visual evaluation of the returned device shows the presence of a hair-like substance being trapped underneath the shrink wrap film against the carton box. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. The root cause of the reported issue is attributed to a manufacturing deficiency. There is no need for a corrective action. There are procedures in place and this issue was caused because the 'non-conforming' product escaped despite the measures in place to prevent the issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.